Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the two devices had no seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: two device samples were received for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.